Event description:
Reporter stated the patient experienced hyperglycemia while using the infusion device system, and he believes the insulin delivery of the infusion device is inaccurate. His blood glucose elevated above 300 mg/dl and did not decrease after delivering several boluses. He changed the infusion set, but this did not resolve the issue. He switched to a different infusion device, and his blood glucose returned to normal. The alleged infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).